Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have one two (2) bent grips, causing them to be misaligned. The offset at the tips was 0.49 mm. The grips were not found to be cracked. Further, the instrument was found to have dislodged molded insulators on the jaws. The grip tips with the dislodged molded insulators were found to be bent. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.